Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding patient's neurostimulator (ins) for non-malignant pain. It was reported that patient noticed that ¿something moved¿ on (B)(6) 2018 and was admitted to the hospital on (B)(6) 2018; patient thinks lead migrated; x-rays were being ordered the hcp. The surgical intervention was planned but not scheduled at the time of the report. The issue was not resolved at the time of the report. No symptoms were reported and further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the lead migrated caudally, 1/2 a vertebral level. The cause was unknown. There was no lead revision planned. Actions/interventions take to resolve the issue was that patient was programmed using evolve. The information was confirmed with the hcp. No further complication were reported/anticipated.